Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di and PMA number not available.

Event description:
It was reported that a patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited high threshold. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.